Event description:
Customer reportedly obtained a result of 178 mg/dl while unresponsive and received a result of 33mg/dl on a paramedic's device 30 minutes later. The customer received a glucose shot and was taken to the ER. Upon arrival, the customer tested 22 mg/dl on the hospital device and received a glucose IV. Requested return of suspect system and replacement was sent.